Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery would not charge normally. When the pump was connected to a power source, it would not recognize the power source. The customer reported an unrelated blood glucose (bg) level of 214 (mg/dl) due to the dinner they had consumed. A bolus was delivered to address bg level. It was indicated that the pump would continue to be used for diabetes management.